Manufacturer narrative:
This part is not approved for sale in us but a similar product with catalog # 9392507, upn (B)(4) and 510k# k172199 is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with adjacent segmental disease and underwent iliac fusion at l5/s. During surgery, the cage was broken. Since the marker moved after inserting the cage (before removing the inserter), the broken cage came off when pulling out the inserter. The rest was indwelt in the vertebral body. The product came in contact with the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis: visual and microscopic examination of the implant displays a brittle fracture with rays emanating towards the inserter interface, and deformation at the inserter attachment hole. This is consistent with a brittle overload of the implant due to excessive force during implant impaction. Based on the fact that after further distraction experienced no further issues, these observations suggest that there may have been insufficient distraction or preparation of the disc space prior to attempted insertion of the implant. If information is provided in the future, a supplemental report will be issued.